Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range, however, alarm was unable to be cleared. The customer's blood glucose was 193 mg/dl. The customer continued to use the pump for insulin therapy.